Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted and the pump shut off. The customer's blood glucose (bg) level was in the 600s (mg/dl) and a manual injection was administered to address bg level. Review of the pump history during troubleshooting with tandem technical support showed the pump battery was last charged to 40% and the pump battery depleted as expected over 48 hours. Reportedly, the customer received a low power alert but did not receive a shutdown alarm prior to the pump shutting off.